Event description:
A woman reported she was hospitalized for shingles on the right side of her chest, neck, face and ear. She reported that tegaderm dressing was used to secure an IV on her forearm, and that she developed three half-dollar size blisters that deroofed upon removal of the dressing. She said she was treated with antibiotics and discharged after a one week stay. She reported that she then developed an infection, returned to the hospital, was admitted and then stent home with a PICC line and antibiotics for 5 weeks. She said that the area healed with a dent, and continues to cause her pain. 3m contacted the hospital, and was unable to confirm the use of a 3m product or treatment.

Manufacturer narrative:
Device manufacture date not available. No samples have been returned to 3m for evaluation.